Event description:
It was reported that the patient presented in clinic for follow-up. The patient indicated that they had a couple falls which resulted in broken ribs. Upon interrogation of the device, lead parameters were stable. However, several noise reversion episodes were noted on the lead. Noise was not reproducible by the patient pressing their hands together or by arm movements. The pocket area and pulse generator were manipulated which reproduced the noise. Lead replacement and possible device upgrade were discussed but have not been performed. The patient was stable.